Event description:
A customer reported a complaint of high readings on their precision xtra blood glucose meter. The customer obtained a reading of 142mg/dl compared to a laboratory reading of 76mg/dl. The readings were taken within a 10 minute timeframe. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference in readings to be clinically significant. There was no report of death, serious injury of mistreatment. The customer's meter and test strips have been returned; investigations are underway.

Manufacturer narrative:
(B)(4). The customer's product was returned and the readings complaint was not confirmed. All results were within range specifications and no errors were observed during control solution testing.